Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery had reached explant. It was noted that one month earlier the device showed 10 months remaining. Data from the device's memory was reviewing by boston scientific engineering and found that elective replacement indicator (eri) was declared due to a charge time during an auto capacitor reformation. The charge time was 20.604 seconds and a confirmation charge was 17.117 seconds. Engineering noted that a charge time equal to or greater than 15 seconds with a confirmation charge will set eri. Further review found that the previous auto capacitor charge was 16.315 seconds but the reconfirm charge time was 13.904 seconds. Engineering stated that the crt-d should have a normal 90 day replacement interval, however due to the first charge time of 20.604 seconds during the recent auto capacitor reform they may want to consider replacing the device earlier. The health care professional (hcp) noted that tachycardia therapy has been off for this patient, so they will continue to monitor. The crt-d remains in service and no adverse patient effects were reported.